Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-50 serial#: (B)(4) description: linear 3-4 lead, 50cm model#: sc-4316 lot#: 16588631 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having muscle spasms with high frequency stimulation. It was also reported that the symptom was not device related and the location was at the back or leg. The patient underwent an explant procedure and no device malfunction was suspected. The patient was doing well postoperatively.